Manufacturer narrative:
This report is for an unknown guides/sleeves/aiming: sleeve/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an intramedullary nailing system of the proximal tibia fracture, when the surgeon attempted to place an anterior to posterior unknown screw in an unknown tibial nail, the aiming arm for titanium cannulated tibial nail would not accept cannulas. Different unknown proximal screws were selected to complete the surgery successfully. There was no surgical delay reported. There was no patient consequence reported. Concomitant medical products: unknown screw (part# unknown, lot# unknown, quantity unknown). Unknown nail (part# unknown, lot# unknown, quantity 1). Unknown insertion handle (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown guides/sleeves/aiming: sleeve. This is report 2 of 2 for (B)(4).